Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which led to peritonitis. The breach was further described as patient contamination; specifically the patient disconnected the titanium adapter from the catheter and presented to the pd clinic detached from the pd catheter. At this time, the patient declined prescribed prophylactic antibiotics treatment. Subsequently the patient experienced peritonitis and was hospitalized and treated with unspecified antibiotics (drug names, doses, routes, durations, and frequencies were not reported). On an unreported date, pd catheter was removed and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.